Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "at the patient end of the set, fluid would be seen to leak out. Pump treatment information: na. Type of drug: na. Patient involvement: no. Death/serious injury: no. Human harm: no. Delay in therapy: no medical intervention needed: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "at the patient end of the set fluid would be seen to leak out."